Manufacturer narrative:
Concomitant products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3998, lot# va08wwf, implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID neu_unknown_prog, serial# (B)(4), product type programmer, physician. (B)(4).

Event description:
It was reported that the reporter was seeing all ¿xxx¿ in the impedance measures. It was noted that wednesday night the patient turned stimulation off, took a shower and then went to turn stimulation back on and couldn¿t. It was noted that the patient attempted to communicate with the implantable neurostimulator recharger (insr) as well but was not successful. It was noted that the patient could not feel any stimulation. It was noted that stimulation appeared on but the patient felt nothing. It was noted that they did an ¿lcc¿ and a 509 error code came up. It was noted that a physician mode recharge (pmr) was used to correct. It was noted that the reporter reinterrogated and was able to run impedances and get appropriate values. It was noted that the patient was able to turn stimulation and the patient was able to feel stimulation. Additional information received reported that no malfunction were seen or cause of the 509 error code determined. It was noted that therapy was on and that the patient¿s pain was better.